Manufacturer narrative:
(B)(4): product analysis:visually confirmed approximately ~3mm of instrument tip has been broken off, consistent with interface during usage. Fracture surface analysis reveals a fairly flat fracture surface and circular material flow. Inspection of the shaft diameter confirmed conformance to print specification. Inspection of the material hardness was found to be above print specification. The above findings are consistent with manufacturing error.

Event description:
It was reported that the patient underwent a fusion surgery. During the surgery, the tip of the driver broke during placement of s1 screw into the patient. The tip remains in the tulip of the implanted screw. The driver came in contact with the patient. No patient complications were reported as a result of this event.